Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 7, 2018 that a genesys hta procerva procedure set was used during a hydrothermal endometrial ablation procedure in the uterus performed on (B)(6) 2018. The patient was under general anesthesia. According to the complainant, during the procedure, a kinked tubing alarm occurred during ablation. The tubings were checked and everything was fine but the raytec sponge was noted to be wet. The system shut down and the procedure was aborted. Reportedly, the resident physician holding the sheath was moving it quite a bit. After the procedure, an external burn on the vagina was noted and slivadene cream was applied to the affected area. There were no serious injury to patient as a result of the event. An additional attempt has been made to obtain follow up event details with no response from the clinician.